Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of refy3459 showed one other similar product complaint(s) from this batch number. The complaints for this batch number have been reported from the same facility in china.

Event description:
It was reported that during insertion of the PICC catheter, the guide wire was too thick to pass through the introducer sheath. After trimmed, it still could not pass the introducer sheath. Therefore, a new cannula kit was used and the guide wire still could not pass. This patient expressed great dissatisfaction. The thicker portion of the guide wire at the distal end was then cut off and the catheter was placed successfully. It was reported this occurred with two devices. This report addresses the second device.